Event description:
No updates.

Manufacturer narrative:
Investigation: failure description: no product at hand. Therefore, a failure description is not possible. Investigation: no product at hand. Therefore, an investigation is not possible. Pictorial documentation: there are no pictures available. Batch history review: due to the fact, that neither an article number nor a lot number was provided, a review of the device history records must remain incomplete. Rationale and conclusion: in the light of the little information received, and due the circumstance that we did not received the complained devices, it is not possible to determine a root cause for the mentioned failure. Corrective action: regarding implant loosening, a product safety case (psc) was initiated.

Manufacturer narrative:
If additional information or investigation results become available, a supplemental report will be provided.

Event description:
It was reported that there was an issue with a left as vega knee. As a result of having the product implanted, the patient has experiences severe pain, difficulty walking, swelling, and loosening and instability. The primary surgery occurred on (B)(6) 2017 and the revision surgery occurred on (B)(6) 2018. A columbus as knee was implanted instead. All available information has been provided at this time; if additional information becomes available the complaint will be updated accordingly. The adverse event / malfunction is filed under xc reference (B)(4).